Manufacturer narrative:
Product eval: the product was returned for analysis. The reported complaint, if foreign material was not observed. A surface imperfection was observed. Results from the product history record review indicated the product met release criteria. Root cause: the root cause was determined to be mfg related. The surface imperfection does not meet release criteria. Action taken: this complaint will be reviewed with inspection personnel as a proactive measure for continuous improvement. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other similar complaints reported in the lot number. Add'l info was requested on 03/09/2011 and 03/24/2011 by mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A user facility reported noticing "something" on the intraocular lens (iol). Pt impact is unk. Additional info has been requested.